Event description:
It was reported that during implant the atrial lead exhibited unacceptable thresholds, sensing and an impedance anomaly. The lead was no longer was used and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: analysis found normal device characteristics.